Manufacturer narrative:
(B)(4).

Event description:
Dystonia was never completely controlled. She experienced increased difficulties and progressive dystonia over the last year. She underwent surgical intervention on (B)(6)2011 due to worsening dystonia of the left side and extremely high impedances in the right lead. The right extension lead was disconnected from the ins. It was cleaned off, reinserted and resecured. The lead impedance was checked and was normal. On (B)(6) 2011, the pt experienced a small cva right caudate head. Additional information has been requested.